Event description:
It was reported that a patient received a myosure procedure on an unknown date. The customer reported that during the procedure the device wasn´t pulling fluid through the shaft and that there was a possibility of tissue not being pulled. Another device was opened the device experiencing the loss of suction was exchanged. Hologic followed up with the customer and it was reported that the procedure was completed successfully, no patient injury reported, no tissue lost and no medical intervention required. However, during an investigation on (B)(6) 2026, when opening the device it was found that inside the tubbing tissue sample tissue from the procedure was found. This sample is unusable for pathology testing thus it is considered lost. Additional visual inspection on the device revealed that the tubing had been cut, and a metal piece was fund inside one of the screws that holds the handle together which is not related to the tubing. A suction test could not be performed due to the cutting of the tube and a blockage was observed related to the pathology being stuck. The inner cannula had scratches on the inside and metal particles were observed inside the handle. No other information available.

Manufacturer narrative:
Device was returned for investigation: visual inspection on the device revealed that the tubing had been cut, and a metal piece was fund inside one of the screws that holds the handle together which is not related to the tubing. A suction test could not be performed due to the cutting of the tube and a blockage was observed related to the pathology being stuck. The inner cannula had scratches on the inside and metal particles were observed inside the handle. A device history record (DHR) review was conducted for the reported lot/serial number.the device was released meeting all qa specifications. H6: appropriate health impact term/code not available: proposed code: loss of sample.